Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed a skin flap infection, subsequently was treated with oral antibiotics for the duration of 5 days on (B)(6) 2016 and a second course of oral antibiotics for the duration of 7 days on (B)(6) 2016. The issue did not resolve; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on july 15, 2016.